Event description:
The customer reported that they were experiencing cyclic total triodothyronine (total t3) assay quality control (qc) result trending on their unicel dxl800 access immunoassay system when utilizing a specific access total t3 assay lot. The customer indicated that total t3 qc results increased steadily until failure. At which time, if the reagent pack was replaced, the qc results returned back to the mean values, with or without calibration. After several days of qc recovery near the mean value, the increasingly trend began again. No patient results were affected by this event and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer data indicated that total t3 calibration results were acceptable during the timeframe of this event and instrument system checks met established specifications.

Manufacturer narrative:
Service was dispatched to the site for this event and multiple hardware concerns were addressed. Beckman coulter inc. Customer product line support assessment of instrument generated data and reagent related data indicated that the particles used in the access total t3 assay lot involved in this event possessed a mean dose drift of 22%. The tt3 working strength para-magnetic particles (pmp) have a dose drift alert limit of 23%. It has been demonstrated that when pmp units are released on the edge of the alert limit, some customers may experience elevated quality control results. The root cause of this event is reagent pack drift.